Event description:
Pt had adiana hysteroscopic sterilization performed on (B)(6) 2011. Pt presented to office on (B)(6) 2011 with positive pregnancy test. Performed os panel. No hsg was performed post adiana procedure. Prenatal visit on (B)(6) 2011. Pt presented to office on (B)(6) 2011 with vaginal bleeding. No iup per ultrasound. Pt presented to office (B)(6) 2011 with heavy bleeding with clotting. Us showed think ems with left ovarian cyst.